Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the first drill had a system timeout notification. They swapped out and plugged in this real intelligence robotic drill, the light above the drill port was blinking and the cori was not registering that a drill was plugged in. The procedure was completed, with a non-significant delay, using manual instrumentation. Patient was not harmed beyond the problem reported. After the case, they entered kpc screen, however "robotic drill critical error" message popped up. They tried multiple times to reboot and re-plug in drill, both in a case and in the kpc screen with no success.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill displayed a "critical error" during testing. A case was run and a "system timeout" error was present during bur insertion and the drill icon flickers at the connection screen. The most likely cause of this event is an electrical communication failure of the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file will undergo further investigation by the site quality team. Per complaint details from the us, it was reported that during a cori assisted tka surgery, the light above the drill port was blinking and the cori was not registering that a drill was plugged in. The procedure was completed, with a non-significant delay, using manual instrumentation. Patient was not harmed beyond the problem reported. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. D10, h8

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill displayed a "critical error" during testing. A case was run and a "system timeout" error was present during bur insertion and the drill icon flickers at the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7, h9 corrected data: h6 (medical device problem code).